Manufacturer narrative:
Zimmer biomet complaint (B)(4). Report source: foreign country - (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during a craniotomy procedure one screw could not be inserted. The surgery was completed using another screw of the same size. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the screws showed signs of wear, with dulled tips. The screws were functionally tested by using a 1.5mm blade and driver to drive the screws into a block of white oak wood. The first screw tested had a very dull tip and would not insert into the wood block. The other two screws inserted into the wood, but not as easily as they should. Another functional test was conducted on the screws to check their retention. The screws were placed on the blade + driver assembly and held by a pair of forceps. The screws were all able to support the weight of the blade and driver. There is no indication of manufacturing defects. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Investigation results concluded that the reported event was due to excessive force due to forcing the screw into a higher density bone. The instructions for use (IFU) for this screw states in the section titled 'warnings': intraoperative fracture of screws can occur if excessive force (torque) is applied while seating bone screws. The IFU also states in the section titled 'bone screws': excessive torque can cause the screw to fracture. Self drilling screws may fracture, bend or break if used in a bicortical application. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.